Manufacturer narrative:
Correction: section d9. Device available for evaluation? "Yes" was selected in error and should have been "no".

Event description:
It was reported that the patient presented for a routine check in clinic following a recent implant in stable condition. It was noted upon interrogation that low magnitude r waves and elevated capture thresholds were observed on the right ventricular (rv) lead. The patient was pending a rv lead revision. The patient was being monitored. The patient was stable.